Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell on the pump causing the pump touch screen to become shattered and non-functional as the screen would not turn on. Customer's blood glucose was 180 mg/dl. Reportedly, customer did not have a form of backup therapy and declined tandem technical support follow up.